Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by right transfemoral approach, successful pre-bav was performed with a 20mm true dilation balloon. A 23mm sapien 3 ultra resilia valve +2cc's was inflated almost all the way before balloon rupture was noted by physician. It was noted on angio and with release of tension in the atrion. The atrion pulled negative and filled with blood. The 23mm commander delivery system was removed with the 14f esheath+ as a unit. There was no difficulty withdrawing the delivery system. A new esheath was advanced and the valve was assessed via angiography and echo to determine stability in the annulus. Trace pvl was noted with no invasive gradient, and the 23mm sapien 3 ultra resilia valve was stable. The balloon was noted to have a radial tear with complete separation when removed from the body. The physician requested to assess the tear on the back table post procedure. The physician tore part of the balloon off during his assessment. There was no patient injury.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed. Balloon burst radially with no missing balloon pieces. Balloon wing tips flared out. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirme d based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as the provided 3mensio showed calcification was present in the landing zone. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the valve was deployed with an additional volume of +2cc. While the prescribed nominal inflation volume is provided in the IFU, overinflation can subject the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.